Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding this observation. (B)(4).

Event description:
Medtronic received information that following the implant of this bioprosthetic valve, progressively worsening heart failure symptoms were noted and an echocardiogram showed severe paravalvular leak (pvl). Five days post-implant, a second valve was successfully implanted valve-in-valve. An echocardiogram immediately following the implant showed moderate pvl and a post-implant balloon aortic valvuloplasty (bav) was performed reducing the pvl to mild. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. A conclusive cause of the clinical observation could not be determined from the limited information available. The relationship between the worsening heart failure symptoms to the device or procedure could not be determined with the limited information available. However it is likely related to the patient condition and/or the reported severe paravalvular leak. In this case, a post-implant balloon aortic valvuloplasty (bav) was performed reducing the paravalvular leak to mild. A mild paravalvular leak has minimal impact on the patient and is generally deemed an acceptable residual condition.